Event description:
A report was received that the pt's ipg was explanted due to a suspected infection. The original ipg was implanted in the left gluteus region. A new ipg was implanted in the abdomen area.

Manufacturer narrative:
The device involved in the complaint will not be returned to bsn, as it was kept by the medical facility.